Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array reportedly migrated from the left cochlea and this was confirmed via post-operative imaging. The device had been properly placed during the implantation surgery. Revision surgery was on (B)(6) 2019.

Manufacturer narrative:
Conclusion: according to the information received the active electrode migrated post-operatively out of cochlea as confirmed by diagnostic imaging. Furthermore, a full insertion was not achieved at initial implantation, namely the implant registration card states that one channel was left outside of cochlea. A re-insertion surgery was performed successfully and the device remains implanted and in use. This is a final report.

Event description:
The electrode array reportedly migrated from the left cochlea and this was confirmed via post-operative imaging. Revision surgery was done on the (B)(6) 2019, the array was fully re-inserted.